Manufacturer narrative:
The trial-loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, not performing an x-ray immediately after the procedure to confirm placement, no attempts to reprogram the transmitter, and not securing (coiled and sterile dressing) the product to the body at the time of implant. Additionally, the patient could not recall any actions that would have caused the migration and they do not have any contraindicating conditions. The stimulator is used to treat pain. The cause the reported issue is migration. However, the cause of the migration is unknown. The investigation findings do not lead to a clear conclusion about the cause of migration. Therefore, conclusion code has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required. Loss of therapy/no therapy issue rates will continue to be tracked and trended.

Event description:
The patient reported loss of therapy and was concerned with blood on their back. The patient returned to the office for reprogramming and troubleshooting. However, when the dressing was inspected, there was quite a bit of red fluid under occlusive dressing, and the lead placement could not be visually verified. The office staff took an x-ray and confirmed that the leads migrated. The implanting physician elected to pull the leads on (B)(6) 2024, and discontinue the trial. Once removed, there was no active bleeding noted. The patient was going to see the doctor for other pain management options.